Event description:
Reporter indicated that upon interrogation of the vns therapy system, the output current and magnet output current were set to 0 ma. The patient was last seen 6 months ago and since then has experienced an increase in seizures. The pre-vns seizure frequency is unknown. Review of programming history obtained from the handheld did not contain the information from the reported incident. The cause of the event is unknown.

Manufacturer narrative:
Device failure suspected.